Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of milrinone lactate. This was a routine order of 20mg/100ml to infuse at 0.125mcg/kg/mn with a volume to be infused (vtbi) of 4.9ml/hr. However, 100ml infused in less than one (1) hour. The milrinone was programmed manually using guardrails drug library. Patient vitals were taken every 15 minutes, extra labs including bmp drawn to watch creatine levels (patient already had acute kidney injury). Per report there was patient involvement, but no harm.

Event description:
It was reported an over infusion of milrinone lactate. This was a routine order of 20mg/100ml to infuse at 0.125mcg/kg/mn with a volume to be infused (vtbi) of 4.9ml/hr. However, 100ml infused in less than one (1) hour. The milrinone was programmed manually using guardrails drug library. Patient vitals were taken every 15 minutes, extra labs including bmp drawn to watch creatine levels (patient already had acute kidney injury). Per report there was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of milrinone lactate was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during the physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating withing specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. The facility provided an event date of 15 april 2025; time of event was not reported. On 12 april 2025 at 6:36 pm, the pcu event log showed that the pcu and the suspect pump module were powered on, and the pump module was assigned channel c. The dataset installed was identified as ¿(B)(4)¿, the user selected ¿no¿ to new patient. The profile in use was identified as ¿adult cmc¿. On (B)(6) 2025 between 4:18 pm and 4:22 pm, the user selected guardrails drugs and programmed a primary infusion of ¿milrinone¿ 20mg/100ml (drugid = 305) with a dose of 0.125mcg/kg/min, a patient weight of 130.8kg, a volume to be infused (vtbi) of 80ml with a calculated rate of 4.905ml/h. The infusion was started and immediately paused by the user, then restarted forty (40) seconds later. However, the suspect pump module alarmed ¿occlusion patient side¿. The infusion was then restarted. At 5:26 pm, the suspect pump module alarmed for ¿occlusion fluid side¿. About three (3) minutes later, at 5:29 pm, the user silenced the alarm and restarted the infusion by selecting the channel and pressing ¿start¿ softkey. Three (3) minutes later, at 5:32 pm, the suspect pump module alarmed ¿occlusion fluid side¿ again, and one minute later, at 5:33 pm, the user channeled off the pump module and powered off the pcu. The total primary volume infused recorded during the infusion was calculated to be 5.393ml. This value was obtained by subtracting the primary volume infused (pvi) when the infusion was initially programmed (i.e. 26.848ml) to the pvi when the suspect pump module was channeled off (i.e. 32.241ml). No further infusions were noted on this day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion of milrinone lactate was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review or laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Note that this report lists imdrf annex a020602, g0405213, c20, d15, codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.